Event description:
It was reported that bd sedi-40 had a hardware malfunction. The following information was provided by the initial reporter: "not sending results on host/some keys from keypad does not work."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-06. H6: investigation summary: instrument sedi 40 00176 was returned to the manufacturer for service with respect to the reported defect ¿ no host communication and faulty keypad. The instrument was evaluated by visual examination and functional testing and the host communication was found to be working as expected. The faulty keypad was found to be caused by the cpu board which has been replaced. After repair the instrument is working according to specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed , and the (B)(4) has been used for the manufacture report number.

Event description:
It was reported that bd sedi-40 had a hardware malfunction. The following information was provided by the initial reporter: "not sending results on host/some keys from keypad does not work."